Manufacturer narrative:
Pump received with passed operating current tests and no blank display, however, compromised force sensor alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform occlusion, prime/delivery and excessive no delivery test due to compromised force sensor alarm. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked battery tube threads and corroded battery tube.

Event description:
Customer reported via phone call to have received a compromised forced sensor alarm during rewind. Customer states drive support cap appeared normal. Customer's blood glucose was 450 mg/dl, which was treated with manual injection. After troubleshooting, customer was advised that insulin pump would need to be replaced.